Manufacturer narrative:
(B)(4). Concomitant medical products: 123952 - exceed shell - 6449093. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip replacement, after implanting the cup component, it was found that the screw would not fit within the cup. A new screw was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device show some wear to the head below the hex feature. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to off-label use of the implants as the screw is not compatible with the shell that was used. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.